Manufacturer narrative:
Result: power cord not fully plugged in. Conclusion: power cord was properly plugged back in.

Event description:
It was reported by service report that the power cord was not fully connected. It is unk if there was pt involvement or if there are adverse consequences to report.